Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard recovery filter was deployed at the t11-t12 interspace in a patient with uterine vein thrombosis. Approximately, seven years and six months of post deployment, the patient was noticed some vague abdominal pain and chest pain. The patient initially thought there was something wrong with heart, and subsequent evaluation revealed fractured filter components-one in right ventricle and one in left lung. From one report, the cardiac fragment was noted on imaging five years ago. Around, three years and ten months later, abdomen single view showed that the cephalad tip of the inferior vena cava filter was overlying the lower margin of the t12 vertebral body. It contains a filter in the supra renal location. The apex of the filter was tilted sharply to the left and contact the left wall. One of the legs of the filter has crossed the right crus of the diaphragm and fractured. This was most likely a well above the renal veins. Two fragments of wire can be seen overlying the left side of the heart these were the same caliber as the arms of the inferior vena cava filter. The fragment was present in retrospect in the same location on the computerized tomography pulmonary angiogram dated approximately five years and three months ago. It was not present in the left lower lobe pulmonary artery at the time of the computerized tomography pulmonary angiogram approximately eight years and four months ago. There was blood flow around the metal fragment. After, eight days, computerized tomography chest abdomen angiogram showed a filter in the suprarenal inferior vena cava has fractured with 1 wire fragment lodged in the base of the right ventricle and the other lodged in a branch of the posterior basal segment left lower lobe pulmonary artery. Around, two months later, complex inferior vena cava filter retrieval using rigid forceps was performed. Access was gained via right internal jugular vein. An amplatz wire was advanced into the inferior vena cava. The tract was serially dilated, and a 14 french x 30 cm dry-seal sheath was advanced into the inferior vena cava. Inferior vena cavogram demonstrated the bard recover filter in a suprarenal position with multifocal penetration. There was brisk flow through a widely patent inferior vena cava. No acute thrombus was seen. A previously fractured filter leg fragment appears in a stable extravascular location. Rigid forceps were then inserted through the sheath and used to dissect the filter apex from the caval wall. The 14 french sheaths were exchanged for a 16 french x 35 cm sheath over the amplatz wire. The apex of the filter was engaged with the rigid forceps and the cone of the filter was sheathed. The body of the filter was then completely sheathed and removed using the rigid forceps. The rigid forceps were then reinserted and used to capture, sheath, and remove two previously fractured filter components. A completion inferior vena cava venogram was performed. Successful complex retrieval of a chronically embedded and fractured bard recovery inferior vena cava filter and two previously fractured intraluminal filter fragments. Two previously fractured and embolized filter arms remain in stable locations. One in the right ventricle and one in the left lower lobe of the lung. Therefore, the investigation is confirmed for filter tilt, perforation of inferior vena cava (ivc) and filter limb detachment. However, the investigation is inconclusive for filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: h6 (patient and result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted, migrated to heart and struts detached and retained in the left lower lobe pulmonary artery post basal segment and right ventricle of the heart. The device and detached struts were removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for filter tilt, migration and detachment, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated to heart and struts were detached to left lower lobe pulmonary artery post basal segment and right ventricle of the heart. The device and detached struts were removed percutaneously. The current status of the patient is unknown.